Manufacturer narrative:
Animas received the pump involved with this complaint and completed device evaluation on 10/03/2011. Investigation confirmed the alleged keypad issue. There was also contamination found on the button contacts. A hole was also observed the bolus button and it was difficult to push. The hold in the bolus button is unlikely to cause or contribute to an adverse event since a torn button can permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump.

Event description:
The reporter contacted animas to report that the keypad buttons were intermittently activating the desired pump functions. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.